Manufacturer narrative:
(B)(6). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the seam, above the port tubing. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the spike port revealed a leak from the spike port tubing at the spike port cap. Functional testing was performed by filling the bag with water, and a leak was observed from the sides of the spike port tubing cap. A leak was not observed at the port weld. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.